Manufacturer narrative:
H6: off-label; age>45 years old at the time of implantation. Claim#(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1 vticmo_12.1; -14/1.5/003 (sphere/cylinder/axis) implantable collamer lens into the patients left eye (os) on (B)(6)2024. The lens was reported as having excessive vault. Cause of the event was unknown. On (B)(6) 2024 the lens was replaced with a shorter length lens. This resolved the problem. Reportedly crystal position changed, horizontal position changed to vertical position.

Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture and residue on the lens. Visual inspection found no visible damage and residue on the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).